Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/short interval counts (sic), the impedance on the right ventricular (rv) pacing lead was beyond the expected upper range, and unexpected delivery of a ventricular tachyarrythmia therapy. Analyst commented, confirmed unexpected shocks on (B)(6) 2016. Rv pace lead impedance was 798 ohms on (B)(6) 2016. Sic went up to 4474 (within 4 days) along with ventricular tachycardia (vt) non-sustained episodes and evidence of oversensing.

Event description:
It was reported that during use of right ventricular (rv) lead, the patient experienced inappropriate shock/therapy due to noise and apparent fracture. The rv lead was inactivated and remains in the patient. A different rv lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.